Event description:
Boston scientific received information that this device exhibited multiple high and low out of range shock impedance measurements of 0 and 200 ohms respectively. Some oversensing of external noise was also observed on the shock channel. The cause of the impedance issue has not been determined and the device continues to remain implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Event description:
Additional information provided from the field indicated that the device was explanted due to normal battery depletion and is no longer in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.